Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the plug assembly was completed. Observed contamination on pcba(printed circuit board assembly) triangle. The sensor was unable to be reprogram due to low battery. The sensor was de-cased and battery was replaced. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Issue is not confirmed. The returned sensor was physically inspected and reviewed the attachment from the phase 1 investigation, and observed small scratches and contamination was observed on the plug contact points. The contamination appears to be small variations in the gold-plating process during manufacturing. The contamination observed were not severe enough to have any impact on the sensors accuracy. No issues were found during testing, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Visual inspection of the plug assembly was completed. Observed contamination on pcba(printed circuit board assembly) triangle. The sensor was unable to be reprogram due to low battery. The sensor was de-cased and battery was replaced. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The returned sensor was physically inspected and reviewed the attachment from the phase 1 investigation, and observed small scratches and contamination was observed on the plug contact points. The contamination appears to be small variations in the gold-plating process during manufacturing. The contamination observed were not severe enough to have any impact on the sensors accuracy. No issues were found during testing. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made in this report.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.